Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that her system was explanted on (B)(6) 2011 due to lead migration, pain and unsatisfactory coverage. No other pt complications were reported.